Manufacturer narrative:
Follow up attempts were made to obtain patient information; no response received.

Event description:
The customer reported the ventilator failed the crossover circuit test. The customer reported patient involvement with no harm to the patient.